Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used during a polypectomy procedure. According to the complainant, during the procedure there was difficulty capturing the polyp and the device failed to cut. The procedure was completed with another captivator snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no visual failures. The device passed the electrical test with a resistance of 9.4 ohms, and extends and retracts within specification. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event; as a result the complaint could not be confirmed.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used during a polypectomy procedure. According to the complainant, during the procedure there was difficulty capturing the polyp and the device failed to cut. The procedure was completed with another captivator snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used during a polypectomy procedure. According to the complainant, during the procedure there was difficulty capturing the polyp and the device failed to cut. The procedure was completed with another captivator snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.